Manufacturer narrative:
A steris service specialist observed that the user facility was using s40 sterilant in their system 1 processor. The steris service specialist immediately notified hospital personnel of his observation. He advised personnel that only s20 sterilant should be used in a system 1 processor. A steris account manager arrived onsite and found that 19 cartons of s40 sterilant were used in their system 1 processor. The remaining s40 carton was segregated. The user facility would not disclose how many scopes may have been used in patient procedures that were processed with s40 sterilant in their system 1 processor. The labeling on the s40 container states: not for use in the system 1 processor. The system 1 plus operator manual states (pp.3-2), "s40 sterilant concentrate is a single-use chemistry labeled for use in the system 1 express and system 1 plus processors." Steris performed in-service training on the proper use and operation of the processor.

Event description:
The user facility reported using s40 sterilant with a system 1 processor.